Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female patient had a rash. The patient had a rash on her right side and a sore on her back under the therapy electrode pads. The patient's physician prescribed the patient a medication to use on the rash. Follow-up indicated that the rash had improved.